Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 430mg/dl and treated with the insulin pump. Customer¿s blood glucose at time of incident was 251 mg/dl and 69 mg/dl and current blood glucose was 90 mg/dl. The low blood glucose was treated with the food and declined troubleshooting for it. The sensor glucose was 65 mg/dl and blood glucose 90 mg/dl. Customer stated that, customer took the pump off auto mode because the customer stated he was high blood glucose over. Sensor glucose and blood glucose difference was 25 mg/dl. The current sensor glucose was 71 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. Customer received a change sensor alert after a calibration not accepted. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.